Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no information, including initial reporter occupation, provided by the customer. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. Water invaded from the hole on the cable, destroyed electrical circuits, and caused communication failure between the video processor and the camera head. The hole in the cable likely occurred because the subject device was reprocessed and stored together with tweezers, forceps, or scalpel. The instructions for use includes the following statements that may prevent the issue: do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image. This is attributed to the faulty charge couple device unit. In addition, the cable is punctured which caused the device to fail the water leak test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded poor image. Upon inspection of the device in the repair department, it was observed that there was no image for the device. There is no reported harm to any patient. This medwatch is being submitted for the no image reportable issue.